Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented remotely via merlin.net. It was found that a diagnostic anomaly was observed in which the atrial fibrillation (af) burden alert was inappropriately received despite being programmed off. No intervention was performed. The patient was stable.